Manufacturer narrative:
Investigation into this complaint included a quality data review, a service history review, and a complaint history review. The investigation is summarized as follows: quality data review a search of non-conformance and CAPA records was performed for instances of leakage from system solutions drawer due to a leak between a reagent bottle and a cradle. The query found one non-conformance record and one CAPA investigation related to the issue under review. Service history review: a service history review of alinity m system, ln 08n53-02, sn (B)(6) found no prior service records related to the issue under investigation. Complaint history review: a complaint search was performed to identify past complaint tickets for any instances of leakage from system solutions drawer due to a leak between a reagent bottle and a cradle on an alinity m system. The complaint history review found this complaint ticket is the only ticket related to instances of leakage from system solutions drawer due to a leak between a bottle and a cradle on an alinity m system, ln 08n53-02. Based on the results of the investigation, a product deficiency was not identified for the alinity m instrument system, ln 08n53-02. The above mentioned CAPA took a global approach for leaks within the system solutions drawer that may cause leakage beyond the instrument's footprint. The following summary from the CAPA is relevant to this observation. Process related root causes / contributing factors: alinity m system product requirement and/or lower level system or module requirement documents did not include requirements for containment of accidental system solutions drawer overflow. System solutions drawer enclosure design includes six thru holes at the bottom allowing liquid to escape onto the floor when the drawer is pulled open. Earlier versions of risk analysis document did not include the slip/fall hazards for the waste or reagent overflow from the system solutions drawer. Additionally, design output related causes were identified related to observation of loose connections, insufficient torqueing and loose fittings associated with components within the system solutions drawer. An action was taken to assess if the risk for the slip/fall hazard is adequately addressed throughout the alinity m risk management file (rmf). The assessment concluded that the slip/ fall hazards associated with liquid waste and with the bulk reagent overflow from the alinity m system solutions drawer are adequately addressed, and within acceptable residual risk levels, as defined in the abbott molecular risk management procedure. No gaps were identified in this assessment. No rmf document revisions are recommended. Design-related corrective actions have been approved at the manufacturer to improve fluidic fittings and connectors. Lastly, an action has been taken to complete the feasibility of improving the design of the system solutions drawer regarding liquid containment inside of the drawer. This action will require developing a design concept, receiving prototype parts and completing a feasibility evaluation. If feasibility evaluation results are supportive of the change, a design change plan will be implemented, include completing design verification, updating product specifications, and receiving production inventory of the new parts. Due (B)(6) 2021.

Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer reported leaking vapor barrier solution on the alinity m system. The liquid leak was outside of the instrument and was under and in front of the instrument. The customer cleaned the floor wearing personal protective equipment (ppe). There was no exposure to the liquid and no injury reported related to this incident. The field service engineer (fse) went on site and reported wet spots of vapor barrier (evb) in front of and under the device. The fse inspected and cleaned the systems solution drawer. Fluidic in air-tubing of the evb-cradle was detected. The leakage between the evb-bottle and the cradle led to overfilling the waste pan, which in turn caused liquid to drip outside the device. The waste pan was emptied and the evb-bottle was removed after fluidic-transfer. The fse removed the fluidic from the air tubing. The instrument was then performing per specification and was handed back to the customer for routine use. There was no patient involved as the leak was identified by the alinity m system user. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m system, list 8n53-02, which is also us FDA approved.